Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Customer was asked to return the completed complaint form. The affected product to be returned for evaluation. Customer is unable to confirm the affected lot number, therefore provided two that it could be. Ae- (B)(4) report was created to document the first lot number. Risk review: (B)(6) rev 04 natus external drainage lumbar catheters - risk analysis spreadsheet (ras) identifies hazard ID 3.2 cause - not able to drain csf from lumbar spine and improper pressure regulation due to detectable leakage (outside body) in catheter effect (harm) - 1) over drainage, no pressure regulation, 2) delay in patient treatment (surgical delay) 3) patient injury residual risk - medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Nt821706 - lumbar drain noted to be leaking, md pulled and revealed it was cracked. It was the physical drain that was cracked and not the drainage system. Patient was unharmed.

Manufacturer narrative:
Follow up report 002 ref to natus complaint#: (B)(4). Update to section d4: ref expiry date. Update to section h4: ref manufacturing date. The device history record was reviewed, the raw materials used in the manufacturing met specifications and there were no anomalies observed during the manufacturing, packaging, or inspection of the device in process. Complaint history review/trend analysis: (24 months review and percent of sales). Previously confirmed "lnteg-broke in use" complaints within the past two years. (B)(4) nt821706 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the device was not returned from the customer; therefore, an evaluation or confirmation of the reported event could not be done. The device history record was reviewed and showed that the product met specifications upon released. Failure mode: unconfirmed/ no device returned.

Event description:
Nt821706: lumbar drain noted to be leaking, md pulled and revealed it was cracked. It was the physical drain that was cracked and not the drainage system. Patient was unharmed.

Event description:
Nt821706 - lumbar drain noted to be leaking, md pulled and revealed it was cracked. It was the physical drain that was cracked and not the drainage system. Patient was unharmed.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Update to sections: a2, a3(a) customer returned the complaint form, confirmed no patient injury or death. Details of the incident noted the following: lumbar drain placed in operating room, post-operative in the cuicu. Drain was leaking csf. Drain pulled by the attending & noted to have a hole in the actual drain. The customer was informed on (B)(6) 2024 of how to return the product to cg labs prior to returning to natus for evaluation. Natus made additional attempts to confirm if product was available to be returned on jan 24th, jan 31st and feb 15th, 2024. No response received from the customer. No related capas. Further investigation to be carried out.